Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged. The patient received two inappropriate shocks due to oversensing of atrial activity on the rv lead. No sensing or pacing capture was noted upon interrogation of the device around the beginning of (B)(6) 2014. The patient was hospitalized to revise the rv lead. During the revision, evidence of the patient being a twiddler was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.